Manufacturer narrative:
During follow-up, the patient said the unit packaging was not compromised in any way. He didn't notice the gouge in the catheter tubing until after he had already inserted the catheter and experienced the bleeding. The patient discarded the unit that caused the injury, and switched to a different catheter brand.

Event description:
Intermittent catheter patient (user) said he experienced trauma, bleeding from a cut, and a urinary tract infection (uti) concurrent with catheter use. He also reported noticing the catheter tubing looked like it had been gouged and a sticky residue on the same product lot number. He was treated at the emergency room, released, and received two doses of antibiotic to treat the infection. After his last doctor visit, he seems to be fine now, but was still waiting for results to confirm his infection was resolved.